Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line during dwell two of five of peritoneal dialysis on the homechoice. The patient was asleep at the time of the disconnection and reconnected when they awoke. The technical services representative assisted the customer in ending therapy. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.